Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600 mg/dl. Blood glucose level went down to 136 and current blood glucose level was 581 mg/dl. Emergency medical services gave them sugar intravenous and shot. Customer did not had any symptoms. Customer was assisted with troubleshooting. Customer was using insulin pump within 48 hours of high blood glucose event. Customer was using insulin pump on auto mode. Troubleshooting was successfully performed and customer will continue to use the device.